Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable due to the ipg not being set to MRI mode prior to MRI. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable due to the ipg not being set to MRI mode prior to MRI. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
A patient's ipg was unable to communicate with external devices was reported to abbott. A rep confirmed the issue and the ipg deemed inoperable due to the ipg not being set to MRI mode prior to MRI. As a result, the ipg was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable due to the ipg not being set to MRI mode prior to MRI. Surgical intervention occurred on (B)(6) 2023 where the ipg was explanted and replaced. Therapy was restored post procedure.